Event description:
A medical doctor reported a system message when the system was changed to the laser mode. The laser system was rebooted but the system did not recover. The surgeon did not want to reboot the entire system, so decided to complete the procedure w/o the use of laser. After surgery, the system was rebooted and the issue was resolved. There was no pt impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info become available. (B)(4).